Event description:
Literature was reviewed regarding left bundle branch area pacing (lbbap). The authors described a patient who underwent lbbap. During the implant procedure as they were assessing the septal penetration depth, contrast was injected and it showed opacification of the left anterior descending artery and a septal perforator branch, which indicated inadvertent vascular entry of the lbbap lead. The lead was immediately unscrewed and repositioned. The patient was asymptomatic and post procedure echocardiography did not show any pericardial effusion or septal hematoma. The lead remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lead serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: unintentional septal arterial entry during left bundle branch area pacing. Jacc case reports. 2026. 31:106283. Doi: 10.1016/j.jaccas.2025.106283 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.